Event description:
A patient was ordered to receive 8 mcg of fentanyl as intermittent boluses on (B)(6) 2013. The patient received several boluses. On (B)(6) 2013, an rn went to administer a bolus and found incorrect programming and that the patient had received at least a bolus of 33 mcg of fentanyl. The customer is unsure of when the start of the incorrect programming occurred. There was no patient harm. Medical intervention was not required. The patient remains ventilated and critically ill in the picu. The customer is requesting an event log review to confirm how many over intended dose boluses the patient received. The customer stated that no further patient/ event information is available.

Manufacturer narrative:
(B)(4). Log review only, no devices were returned for this investigation. The customer's report of the bolus being set incorrectly and that the patient had received at least a bolus of 33 mcg of fentanyl has been confirmed. The incorrect bolus dose of 8 mcg/kg (total dose = 33.2 mcg) bolus was administered to the patient 2 times on (B)(6) 2013 at 01:00 pm and 06:08 pm. It was also noted that the initial bolus dose of 1 mcg/kg (total dose = 4 mcg) at 12:40 am on (B)(6) 2013 was below the 8 mcg that was ordered to be administered. There were a total of 20 correct bolus doses of 1.93 mcg/kg (total dose = 8.01 mcg) administered from 05:43 am on (B)(6) 2013 to 09:56 am on (B)(6) 2013 prior to the incorrect dose programming change that occurred at 01:00 pm on (B)(6) 2013. The bolus dose was corrected to 1.93 mcg/kg at 12:32 am on (B)(6) 2013 and administered an additional 4 times prior to the syringe module shutdown at 10:07 am. The root cause of the customer's experience is due to a user programming issue.